Event description:
A patient reported blood glucose results of 43 mg/dl and 247 mg/dl, with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A check strip test was performed and the result fell within specifications. While troubleshooting, the customer service rep had the patient look through the memory. The memory also showed a reading of 50 mg/dl.